Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2022 with patient identifier (B)(6) and the procedure was performed fifty days later. It was reported that a device shift occurred. Transesophageal echocardiography (tee) assessment performed on the same day of the index procedure revealed a left atrial appendage (laa) lobe with an ostium diameter of 20.0mm and length of 25.0mm. Prior to the procedure, rivaroxaban (20mg) was administered. A laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2022 with complete laa seal and deployed device diameter of 21 mm. Implant tee revealed the closure device position in the laa to be distal to the ostium with the plane of the maximum diameter to be less than 5mm distal to the desired ostial plane. The patient was discharged on aspirin (100mg) and clopidogrel (75mg) one day post procedure. One hundred nineteen (119) days post procedure during the 4-month laa imaging appointment, tee assessment revealed the position of the closure device to be significantly proximal to the ostium and tilted by approximately 90 degrees. The size of the largest residual jet was 4mm. Flow into and out of the closure device and under the fabric of the closure device was noted. No evidence of thrombus on the closure device nor pericardial effusion were noted. In response to the event, the patient was started on rivaroxaban (20mg).

Manufacturer narrative:
B3: date of event - updatedb5: describe event or problem - updated

Event description:
The patient was enrolled in the champion-af clinical study on (B)(6) 2022 with patient identifier (B)(6) and the procedure was performed fifty days later. It was reported that a device shift occurred. Medical history: the patient had a medical history of persistent atrial fibrillation for greater than one year, hyperlipidemia, controlled hypertension, valvular heart disease, aortic valve regurgitation, mitral valve repair, tricuspid valve regurgitation and carotid artery disease. The patient had a cha2ds2-vasc score of 3. The patient was on rivaroxaban (20mg) therapy prior to enrollment into the clinical study. Procedure summary: transesophageal echocardiography (tee) assessment performed on the same day of the index procedure revealed a left atrial appendage (laa) lobe with an ostium diameter of 20.0mm and length of 25.0mm. Prior to the procedure, rivaroxaban (20mg) was administered. A laa closure procedure was performed, and a 27mm watchman flx laa closure device was implanted on (B)(6) 2022 with complete laa seal and deployed device diameter of 21 mm. Implant tee revealed the closure device position in the laa to be distal to the ostium with the plane of the maximum diameter to be less than 5mm distal to the desired ostial plane. The patient was discharged on aspirin (100mg) and clopidogrel (75mg) one day post procedure. Event summary: one hundred nineteen (119) days post procedure during the 4-month laa imaging appointment, tee assessment revealed the position of the closure device to be significantly proximal to the ostium and tilted by approximately 90 degrees. The size of the largest residual jet was 4mm. Flow into and out of the closure device and under the fabric of the closure device was noted. No evidence of thrombus on the closure device nor pericardial effusion were noted. In response to the event, the patient was started on rivaroxaban (20mg). It was further reported that the 4-month laa imaging appointment was 118 days post procedure as opposed to 119 days post procedure as previously reported. The patient was also enrolled into the champion-af clinical study on (B)(6) 2022 as opposed to what was previously reported. Tee during the 4-month imaging appointment revealed a left ventricular ejection fraction of 55%. The 4-month imaging appointment also revealed an atrial septal shunt of less than or equal to 3mm from left to right.